Event description:
Account states that litigation states, "resuscitation bag allegedly not in good working order. Resuscitation was delayed until a second 'ambu' bag could be retrieved. Allegedly, during this time the pt experienced a decrease in oxygenation, resulting in the development of hypoxic encephalopathy. Pt remained in a semi-comatose state until their death in 2001".